Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low impedance measurements. The impedances were not out of range, were stable, and the patient was observed at that time. The impedance measurements were 200 ohms and had been stable but chronically low, and was later noted to have depleted the battery of the patient's pacemaker. A surgical revision was performed to replace the device due to normal battery depletion, and the lead remains in service with the new device. No additional adverse patient effects were reported.